Manufacturer narrative:
Evaluated one opened and used enlite sensor and found cannula retracted inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returned device opened and used.

Event description:
It was reported via phone call that the customer's sensor was not connecting to their transmitter since the green light did not flash. When the sensor was removed from the customer only 2mm of the electrode could be seen; some of the electrode was missing. No further details were given. The sensor was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Evaluated one opened and used enlite sensor and found cannula retracted inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returned device opened and used.